Manufacturer narrative:
Correction: programming interventions were made on dec 9th, 2024, after the submission of the initial report.

Event description:
It was reported that the patient present for follow up after inappropriate shock was delivered by the implantable cardioverter defibrillator. Inappropriate therapy was the result of atrial fibrillation. Programming interventions were made. The patient was stable.